Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system multiple cubies opened when tried to issue just one medication. A field service engineer checked the station and found that drawer 7 had a loose tray and broken cubie pockets. The engineer shut down the unit, rescued the tray, worked with support, and verified that everything was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user informed when they tried to issue medication multiple drawer cubies were opened. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.